Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has technical failure 401 "inspiration valve or device leaky alarm and the screen is also showing issues (screen does not respond). It also requires to replace the mainboard and the turbine. There was no patient involvement associated from this event.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation with I-ch-21-024. As per customer blower also replaced. No temperature alarms visible on logs. As a resolution mainboard and blower needs to be exchanged.